Event description:
While surgeon/resident placing sizer into breast pocket (using keller funnel), sizer ruptured. Surgeon able to remove sizer material entirely, sizer removed from or table and taken out of service. Sizer was only reprocessed one time. (Would typically be good for 10 uses).